Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope has a leak on the s-cord connector mount. The event occurred during reprocessing. During inspection of the customer returned device, forceps cover glue was found to be peeling. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, elevator channel inlet, leaking, bending section cover crack, and forceps cover glue peeling were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Judging from the manufacturing year of the subject device, it is unlikely that the peeling was due to aging deterioration. Therefore, it is surmised that the phenomenon occurred because external force was applied to the relevant part by strongly rubbing it during daily use including re-processing. The instructions for use (IFU) states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.